Event description:
It was reported that an allergic reaction from the adhesive was causing a burning sensation had occurred while wearing the pod for an unknown amount of time. Patient visited physician and was treated with hydrocortisone cream, cortisone shots, and aloe.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.